Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery on (B)(6) 2013 a drill bit broke. All the pieces were retrieved and there was no surgical delay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not for diagnosis. (B)(4). Additional evaluation states that the cutting edges of the complained drill bit are damaged. The file history records were reviewed and no complaint related issues could be found. As this is an old and often used instrument, the complained malfunction is normal wear and tear after frequent use. Device history record review states that the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.